Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a prostar xl device after an interventional procedure. Reportedly, the prostar xl did not work. Surgical suturing was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported unspecified failure mode could not confirmed based on the device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode, a conclusive cause for the reported event could not be determined. However, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.